Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was attempted implanted in the patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. It was reported that during the index procedure, the graft cover accordion and the hydrophilic coating stripped off. The procedure was complete with a new device. As per the physician, cause of the event was patient's anatomy due to calcification. No additional clinical sequalae were reported and the patient is fine.